Manufacturer narrative:
Additional information added. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative stating that after speaking to the biomed at the site there was a miscommunication. The system could not pull a study from electronic picture archiving and communication systems (pacs) due to an incorrect ip address. Not a system shutdown as reported. The correct ip was entered and resolved the problem.

Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of the event. The initial reported was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that during a case on the weekend of (B)(6) 2019 (exact date not known) the system shutdown and after rebooting all patient data was gone. Navigation was aborted causing no delay to the procedure. There was a reported impact on the patient.